Event description:
It was reported the patient's blood glucose level rose to above 400 mg/dl while wearing the pod between 36 and 48 hours. Skin irritation at the infusion site was also reported. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, boluses were attempted and a new pod was going to be applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.